Event description:
It was reported, "the swg was found kinked during use. (It was kinked from the beginning, but the user found that during the procedure.) Therefore, a new kit was opened to complete the procedure. No injury to the patient occurred". No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The customer returned one guide wire assembly and product lidstock for analysis. The end cap and straightener tubing were not returned as part of the assembly. Signs of use were observed on the guide wire. The guide wire was observed to have one major kink towards the distal end of the body. The distal j-bend was severely misshapen but intact. Microscopic examination confirmed the kink in the guide wire body. Both welds were present and were observed to be full and spherical. The kink in the guide wire measured 589mm from the proximal tip. The overall length of the guide wire measured 602 mm which is within the specification limits of 596-604mm per guide wire product drawing. The outer diameter of the guide wire measured 0.79mm which is within the specification limits of 0.788-0.826 mm per guide wire product drawing. The guide wire was functionally tested per the product instructions-for-use (IFU). The IFU provided with this kit instructs the user, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire was advanced through a lab inventory ars and 18ga introducer needle to functionally test the guide wire. The undamaged portions of the guide wire passed through both components with little to no resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The report of a kinked guide wire during use was confirmed through examination of the returned sample. The guide wire contained one major kink on the body. The returned guide wire met all relevant dimensional/functional requirements, and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the swg was found kinked during use. (It was kinked from the beginning, but the user found that during the procedure.) Therefore, a new kit was opened to complete the procedure. No injury to the patient occurred." No medical intervention required. The patient's current condition is reported as "fine".